Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient couldn't recharge the ins. It was noted that the patient worked in a factory and had a desk beside a room with arc welding, and that this may have led or contributed to the issue. It was impossible to interrogate the ins. A radio was made and was not a problem. The surgeon had intervention done in the operating room. When the patient was opened, the ins was not returned. The ins was discarded and replaced. The issue was resolved. No symptoms were reported, and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via a rep noted a defective medical device.